Event description:
Info rec'd indicates the bed has no power.

Manufacturer narrative:
The technician found the power supply board was shorted due to fluid ingress around the foot cover and foot board. The technician replaced the power supply board to repair the bed.